Event description:
A customer reported that the touchscreen was not consistently responsive to touch. There was no adverse impact to the customer¿s blood glucose level. Follow-up was declined by the customer, and no further actions were taken.